Event description:
Bilateral augmentation 2003 with saline implants. In '08, pt unhappy with present outcome - desires revision bilateral. At about 4 months later, pt underwent bilateral capsulectomies and implant removal. Implants removed intact. Pt augmented with mentor 375 cc gel implants.